Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device logs found from the beginning of the procedure, an amplitude linked to the ventilator was observed. The amplitude was so large that an excessive pressure warning was issued several times. Based on the results of the investigation, it is likely that the following led to the malfunction: lack of relaxation. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit¿s over pressure alarm sounded. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same device and there were no reports of delays or patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.